Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. Labeling states: the glucose monitoring system is indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.